Manufacturer narrative:
Title: skin colonizers and catheter associated blood stream infections in incident indian dialysis patients source: © 2021 indian journal of nephrology / published by wolters kluwer - medknow. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study from june 2017 to october 2017 sought to determine the prevalence of colonization of nasal mucosa, axillary skin, and proposed catheter exit site by multi-drug resistant (MDR) organisms in hemodialysis (hd) patients prior to initiation of hemodialysis. 43 patients underwent tunneled or non-tunneled internal jugular vein hd catheter placement with the mahurkar catheter. Reported complications included 6 catheter associated blood stream infections (cabsi) which were caused by gram-negative organisms (klebsiella pneumoniae (2), enterobacter (2), pseudomonas aeruginosa (1), (B)(6).